Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number v1021, expiration date 08-2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Worsening pain [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) female consumer, initials (B)(6) with knee pain. The pt's medical history was significant form previous synvisc 2 ml on an unk date. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml which was injected into the right knee. On an unk date in 2011, the pt experienced worsening pain. The pt's outcome was not provided. Concomitant medications were not provided. Additional info was received on (B)(6) 2011 from the physician. The (B)(6) pt's medical history was significant for severe osteoarthritis, prior effusion, joint narrowing, osteophytes, and previous treatment with nsaids (nonsteroidal anti-inflammatory drugs), steroids, and synvisc 2 ml x 3. Prior to the synvisc-one injection (lot#v1021) on (B)(6) 2011, the physician collected 42 ml of effusion collected from the pt's right knee. The physician stated that the pt experienced worsening knee pain on (B)(6) 2011. The pt was treated with aspiration of the right knee and removal of 44 ml of fluid on (B)(6) 2011 which was sent for lab tests. The total nucleated cell count was 7300 cells/ul (range<150) was noted. The aerobic bacterial culture of the right knee joint showed no growth. Depo-medrol (methylprednisolone acetate) was injected. The physician stated that severe right knee degenerative arthritis with recurrent effusions in the past may have been possible precipitating events. The pt's outcome was recovered. There were no concomitant medications. The pt's outcome for the event of worsening knee pain was recovered. The reporting physician assessed the relationship between the synvisc-one and the event as probable/definitely "most likely". The intensity of the symptom was severe.